Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One bipolar pacing catheter was returned for evaluation. A non-edwards 5fr introducer was attached between 76 cm and 90 cm from the catheter tip. As received, the catheter body was cut at 46.8 cm and 64 cm proximal from the catheter tip. The cut section from the catheter tip to 46.8 cm was not returned. No other visible damage or abnormality to the catheter body was observed. Continuity testing was performed and there were no open, intermittent, or short conditions observed from the distal and proximal circuits between the broken sections and related electrode connector pins, respectively. Visual examination was performed under microscope at 20x magnification and with the unaided eye. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Customer report of pacing issue was not able to be confirmed during analysis due to the cut condition of the catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the swan ganz catheter was unable to pace from the beginning of use. The event occurred immediately after catheter insertion. The catheter was exchanged and the problem was solved. Information such as if the patient had cardiac conduction defect or not. Patient demographic information requested but unavailable. There were no patient complications reported. The customer stated that the catheter tube was purposely cut off about 40 cm from the catheter tip and the tip of the catheter would not be returned.